Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 516 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer¿s blood glucose level was 178 mg/dl at the time of the call. The customer reported that they had a high blood glucose level thursday morning which they treated, and checked again later to find themselves with a blood glucose over 400 mg/dl, and two hours later they had a blood glucose level of 516 mg/dl. It is unknown if the insulin pump was in automode at the time of the incident. Troubleshooting was performed and a complete reservoir and infusion set change resolved the issue. The insulin pump will not be returned for analysis.